Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a blue screen appeared and system locked up before the surgery. The system was restored after a reboot. The procedure type was unknown. No patient impact was not reported. Additional information has been requested, but none received till date.

Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The company representative was able to confirm the reported ¿lock up¿ issue (via event log review) but was unable to replicate the issue while testing the system (on-site). The system was found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for product serial (under investigation), with the same event code. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).